Event description:
The patient was implanted with a left ventricular assist device. It was reported that a review of the log files showed low speed operation and pump stoppage events. It was reported that a system controller reset was shown with low voltages across the patient cable. It was recommended that the patient cable be exchanged. No other info was made available.

Manufacturer narrative:
The reported event of a red heart alarm was confirmed based on the submitted log file data. Based on the information provided and due to the patient cable not being available for evaluation, a specific cause for the reported event could not be conclusively determined. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.